Event description:
It was reported that the patient underwent a multi level fuion where rhbmp-2/acs and peek cage were used on (B)(6)-2011. The patient underwent a multiple level posterior approach spinal surgery where rhbmp-2/acs was used on (B)(6)-2011. The patient reportedly sustained unspecified injuries following the implantation of rhbmp-2/acs. No further information has been provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the post-operative period was marked by severe pain. Imaging studies ultimately showed that the patient developed uncontrolled bone growth and resulting nerve impingement at or near the implant site.

Manufacturer narrative:
(B)(4).